Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the remote monitor was unable to complete the telemetry phase of the manual remote transmission. The monitor had transmitted successfully previously. The monitor was replaced. No patient complications have been reported as a result of this event. It was reported that telemetry was not successful when attempting to transmit on the carelink monitor (clm). Patient was referred to their clinic for help.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor failed the initial visual/functional check, the monitor would not start interrogation. However, during further functional analysis, this failure disappeared, so a root cause could not be determined.

Event description:
It was reported by the patient that the remote monitor was unable to complete the telemetry phase of the manual remote transmission. The monitor had transmitted successfully previously. The monitor was replaced. No patient complications have been reported as a result of this event.